Event description:
It was reported that a rotawire fractured. During a percutaneous coronary intervention (pci), a rotawire was selected for treatment, but the wire tore inside the vessel. The wire fractured at the distal end, part of the atraumatic tip. It was noted that there were no specific circumstances. The procedure was completed successfully.